Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear to drain fitting, enclosure, water tank cover, front cover, and line cord. The reported issue was confirmed. The technician filled reservoir with water, attached temperature check to hotline, plugged in line cord, and turned on power switch to perform safety/electrical test. The reported issue was found to be caused by the faulty printer circuit board (pcb).the root cause of the reported issue could not be determined. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the device was over heating. No patient injury was reported.